Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced symptomatic urinary tract infection, pain, hematuria, epididymitis, urethral trauma, catheter blockage, leakage, and accidental removal when they were asked about the complications while using the foley catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample is available. A potential root cause for this failure could be due to "drainage lumen designed too small". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the user experienced symptomatic urinary tract infection, pain, hematuria, epididymitis, urethral trauma, catheter blockage, leakage, and accidental removal when they were asked about the complications while using the foley catheter. No medical intervention was reported.